Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58j90. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Tumor in the left colon. What healthcare professional fired the device and what is his/her experience with the device? General surgery surgeon, well experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? According to the surgeon she turns the knob until she feels there is no more rotation so it's lower b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected after firing each device? If so, please describe. After the first firing, no; in the second one she did and it was fine. Was a complete washer transection confirmed on each device? Yes. Did the device cut the targeted tissue? Yes. Did the devices properly deploy staples for each firing? During the first try the surgeon claims it did not. She claims they closed to the "b" shape but in a loose manner. During the second try it was better. Were there any staple formation issues identified at any point throughout the care of the patient? Please describe. In the first try when the surgeon said she felt it was in a loose manner. ¿after the use of prestring wires for the envil of our cdh device.¿ what does this mean? Does this mean after a purse string was placed? Yes. What is an ¿envil¿, an anvil? Yes. What purse string technique was used? The common purse string maneuver; however, the surgeon left long thread of suture for indication that the device knife cut the tissue and the anastomosis is achieved. Was the purse string cut near the knot prior to connecting and firing the device? No . What is meant by ¿the firing was done, and then one prestressing thread was left intact and the other was cut.¿ what was uncut? Was the purse string uncut, was the tissue uncut? Etc. The surgeon technique is to leave long peace of suture after knotting the tissue around the anvil, according to her she use it as an indication for the device knife to fully cut the tissue. She claims one of the sutures remained uncut after firing. What is meant by ¿that left intact she tried to pull it off and it pulled the launch.¿? Was the device difficult to remove from the patient? What technique was utilized by the surgeon to open the device? How many counter-clockwise revolutions were used prior to attempting to remove the device? In the first try, after firing the device the surgeon tried to remove the device; however, it was tangled in the anastomosis, when she pulled the device the anastomosis got loose in a small area. And addition to her understanding that the "b" shape was somewhat loose from the beginning she decided to do another firing. What is meant by ¿when pulling the cord¿? What is the cord? Suture from the purse string. What is meant by ¿clenched in the karma and became more rickety"? Was the surgeon just unable to completely fire the device plastic to plastic? What is meant by ¿both failed to make a launch"? Was the surgeon just unable to completely fire the device plastic to plastic? In terms of the expected outcome and performance of the device, the surgeon claims it didn't perform as expected.

Event description:
It was reported that during a right hemicolectomy, according to the surgeon's claim, after the use of prestring wires for the anvil of our cdh device, the firing was done, and then one prestressing thread was left intact and the other was cut. That left intact she tried to pull it off and it pulled the launch. According to her claim, when pulling the cord, it interfered with the pins that were clenched in the karma and became more rickety. The surgeon performed this operation with 2 different devices from different batches, and with both failed to make a launch. Incorrect working technique, because the pins came out just fine from the stapler as well as ordered and without any problems. There was no reported delay and the procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58j90. Device evaluation summary: the analysis results found that the cdh29a device that was reported to be the second device used by the surgeon arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Analysis does not confirm (verify) the reported failure.the damage on the washer is consistent with a scenario when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The event described could not be confirmed as the device when tested performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.